Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with closurefast catheter, 7f, 60 cm. The customer states that melting occurred on teflon coating of the 7 cm catheter heating element.